Event description:
Heartmate 3 left ventricular assist device (lvad) presents with symptomatic anemia with + occult stool. Hemoglobin was 6.6 and international normalized ratio (inr) 2.2 on admission in the setting of coumadin and aspirin 81 mg. Patient declined endoscopic evaluation. Three units of blood were transfused. Hemoglobin stabilized. Heparin to coumadin bridge completed. Aspirin 81 mg resumed.